Manufacturer narrative:
Investigation results: investigator carried out the pictorial documentation visually and microscopically. The instrument is in a worn condition, at working end the ceramic is broken, as well as one of the two jaw parts, both fragments are available for examination. The other is severely deformed. The fracture surface of shows no abnormalities like blowholes of foreign particle inclusions. Due to the small dimension/diameter of the device, a detailed fracture surface analysis is difficult. We have not been able to find any faults on the handle (pm450r) and outer tube (pm973r) instruments. Device history records: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable; severity was 2(5) and probability was 1(5). Conclusion/preventive measures: the breakage of the ceramic and the jaw were most likely caused by an overload situation during handling or reprocessing. Due to this breakage a proper function of the instrument can no longer be guaranteed. This kind of instrument for adequate use only. According to the instructions for use (IFU), excessive force must be avoided. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with pm433r - jaw ins.bip.macro forceps d:5/310mm. According to the complaint description, during gynecologic surgery, the bipolar forcepas was not closing correctly. It was noted that one of the tips was missing; it was found and removed and the patient was not injured. There was an additional medical intervention. Additional information was not available. The malfunction is filed under aag reference (B)(4). Involved components: pm973r/insulated outer tube 5/5mm 310mm - lot unknown. Pm450r/handle for bipolar instruments - lot unknown.